Event description:
Hill-rom received a report from the account stating the brakes could be applied but weren't holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found a broken screw in the hex rod. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on ths bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the hex rod screw to resolve the issue. Based on this information, no further action is required.